Event description:
It was reported that the patient experienced pain at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.